Event description:
The customer reported the access 2 immunoassay system of a unicel dxc 600i synchron access clinical system produced erroneous thyroid-stimulating hormone (htsh) results; the customer verbally provided the htsh results for one patient. The patient's initial htsh results were released from the laboratory and questioned by the physician. Beckman coulter (bec) customer technical support (cts) advised the customer to perform a precision study, which passed on both the closed-tube aliquotter (cta) and the front-load access 2 immunoassay system sections of the instrument. The customer then retested the suspect patient sample and the htsh results were greater than initial results. The customer requested service. The customer stated other patient htsh results were lower than the reference range on an initial run and reported out of the laboratory; these results had similarly been questioned by the physician. Upon reanalysis, htsh results had been within reference range. The customer did not provide instrument print outs with patient results. There were no reports of change to or impact to patient treatment in connection with this event. The customer stated that the instrument did not produce any errors or flags during this time. The last system check was performed on (B)(6) 2014. The instrument had been calibrated with access htsh calibrator lot 333847. All levels of quality control results had passed for htsh.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse noted that aspirate probes had marginally passed the system check. The fse performed a routine preventative maintenance procedure, which was due, and adjusted the pipettor to the reagent carousel alignment. The fse then successfully ran a system check.